Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead recorded episodes in the previous year of t wave oversensing. The sensing values were lowered. The lead has been surgically abandoned due to noise and undersensing. A new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.